Event description:
Approximately 2 month(s) and 12 day(s) post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient noticed increased pain and decreased motion without reported inciting event. X-rays and CT scan confirm aseptic glenoid loosening. It was noted in the patients medical history, a further diagnosis of humeral stem loosening. There were also notations regarding previous events of extensive debridement; hemiarthroplasty (biological glenoid w/humeral resurfacing); revision of hemi to tsa w/poly glenoid; revision to rtsa w/allografting to glenoid; and removal of implants, abx spacer, and debridement prior to the onset of the loosening event. The patient underwent standard reverse with humeral reconstruction stem revision with the reported removal of the torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap. The patient was bone grafted on the glenoid side using iliac crest autograft and donor allograft. Glenosphere was not placed. Patient will have CT scan at 3 months to assess healing. If there is consolidation of the graft and the baseplate is solid, surgeon will go back and place a glenosphere and remove the upside-down liner and tray and place a new tray and liner. An update was reported that the patient was seen approximately 5 months after revision and stable x-rays, revision surgery still pending. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
Reported concomitant device(s): 320-40-00 - 145-deg pe 40mm hum liner +0: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-35-08 - small superior/posterior augglenoid plate, right: (B)(6) 308-05-27 - distal fixation ring ha 27.5: (B)(6) 308-10-00 - med prox body +0: (B)(6) 308-15-01 - taper locking screw 0: (B)(6). The pain and revision reported was likely due to glenoid loosening and loss of range of motion as reported. However, the glenoid loosening and loss of range of motion could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.